Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a loss of stimulation. The patient should have been feeling stimulation in his back and lower legs but he felt nothing at the time of the call with patient services on (B)(6) 2016. There were no falls or trauma that could be related to the issue. The patient checked the ins with the patient programmer which showed that stimulation was on. Increasing/decreasing stimulation did not resolve the issue, but the patient increased stimulation to 5 volts and he was able to feel a little stimulation in the right leg. The patient was to follow-up with a health care professional. Additional information has been requested regarding troubleshooting and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported from the consumer stating that since implant it has not helped. It interfered with walked when first turned stimulation up. Someone told them to turn it down because it was harmful. The low number did not help but the high number did not work. The patient stated that the trial had worked great but the implant had not. The patient wanted it out.